Event description:
Strata valve placed in patient and the physician noted that it was not functioning. The valve was removed immediately. The physician examined it, and found a hole in the valve. The valve was removed from the sterile field and given to the materials coordinator. A new valve was opened and inserted in the patient. There was no harm to the patient.